Event description:
It was reported that the customer had high blood glucose levels. Customer was admitted to the hospital and has changed their site, set, and reservoirs, but is still having the same problem. Customer has a back-up plan of manual injections. Customer was admitted on (B)(6) 2015. Customer's meter showed above 33.3 mmol/l, but it was too high so the meter did not register. Customer was kept overnight. Customer verified that insulin exited the tubing. Pump passed priming and high pressure tests. Customer stated that the cannula was not occluded. Customer was advised to change the entire set, reservoir, and insulin. Customer was taken off the pump on (B)(6) 2015 and issues began 2 weeks before (B)(6) 2015. Customer's blood glucose levels have been between 21.9 mmol/l and 36 mmol/l. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.